Event description:
Reference number (B)(4). Event occurred in spain it was reported that the patient faced an event of kinked cannula with an infusion set. Patient noticed symptoms within 3 hours of insertion in the upper buttocks. Patient regularly rotated site location. Patient replaced infusion set and resumed insulin successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.